Event description:
It was reported that aspiration stopped working. A 2.1mm jetstream? Xc catheter was selected for endovascular therapy of the superficial femoral artery. The lesion had 100 percent stenosis with severe calcification and moderately tortuous. After a few passes of treatment with blades up and down, the roller pump was rotating but there was no suction from the effluent tube. The procedure was completed successfully using this device without sequelae.

Event description:
It was reported that aspiration stopped working. A 2.1mm jetstream? Xc catheter was selected for endovascular therapy of the superficial femoral artery. The lesion had 100 percent stenosis with severe calcification and moderately tortuous. After a few passes of treatment with blades up and down, the roller pump was rotating but there was no suction from the effluent tube. The procedure was completed successfully using this device without sequelae.

Manufacturer narrative:
Device analysis: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.